Event description:
Patient presented at follow up, felt pectoral muscle stimulation near the pocket about 2 weeks ago. The muscle stimulation was isolated to pacing on the ventricular channel. It was noted that the patient has first degree heart block. The lead was capped. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.